Event description:
Caller stated that he received a letter that his dexcom g7 has been recalled. He further stated that he experienced frequent spikes and fluctuations, which range from very low to extremely high values. The device reads inappropriately and the sensor failed.